Event description:
It was reported that the right ventricular (rv) lead showed a rise in svc impedance and an apparent fracture. Additional information from the patient calling indicated that the lead would be replaced. Additional information recieved indicated that the lead had "insulation damage." The lead integrity alert (lia) had also triggered. The lead was explanted and replaced. The lead will be returned. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Product event summary: analysis found a proximal portion was received measuring 45 cm. A distal portion was received measuring 45 cm. The svc (superior vena cava) defibrillation coil developed a fracture due to flexing while in vivo, the overlay tubing of the lead was extrinsically breached due to melting, the overlay tubing of the lead developed a breach due to non-electrical esc (environmental stress cracking) while in vivo. (B)(4).

Event description:
It was reported that the right ventricular (rv) lead showed a rise in svc impedance and an apparent fracture. Additional information from the patient calling indicated that the lead would be replaced. Additional information received indicated that the lead had "insulation damage." The lead integrity alert (lia) had also triggered. The lead was explanted and replaced. The lead will be returned. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant medical products: product ID d224vrc implantable cardioverter defibrillator (ICD) implanted: (B)(6) 2013. (B)(4).